Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Customer attempted to reload the cartridge and subsequently a cartridge change error occurred. Reportedly, a new cartridge was filled and loaded successfully. Customer's blood glucose was 176 mg/dl.